Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The revision date is not set. The patient said he needs to confirm the referral through the va is done as there is action required on his part.

Event description:
Additional information received. Rep reported patient weight was 260. Product will be requested when revision occurs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2018 the patient was not able to connect to charge their implantable neurostimulator (ins) nor turn it on. The patient noted a possible battery issue. The patient couldn't communicate with the ins using their patient programmer (pp). The patient had been redirected to see their doctor. In (B)(6) 2020, the patient reported that it had been at least 5 months since they had last charged the ins, and in (B)(6) 2020 they were not able to charge the ins. There was conflicting information received from the patient who indicated that he had spoken to a manufacturer representative (rep) years prior regarding meeting with a rep who might be able to restart the ins. The patient was redirected to follow-up with his health care professional to address the possible overdischarge. There were no patient symptoms or complications reported. Then, on (B)(6) 2021, a rep reported that they saw the patient on (B)(6) 2021 due to complaints of the ins not charging. It was determined that the ins was in overdischarge. The rep performed a physician mode recharge (pmr), and afterwards a power on reset (por) was seen. Impedances were tested and electrodes 9-15 had readings of >10,000 ohms. The rep reprogrammed to utilize electrodes 0-7, which required higher amplitudes than were previously set. The patient recalled falling, which may have contributed. Surgical intervention is planned to take place to revise the device. The rep was contacted to provide clarification regarding the planned surgical intervention. On (B)(6) 2021 the rep reported that the system was planned for revision because the patient was not getting the same coverage they previously had or would like since having to reprogram on the 0-7 lead due to the high impedances found on electrodes 9-15. With only being able to program on one lead, the patient was not needing to use higher amplitudes of 9.5 volts or greater to perceive stimulation, which was not the case prior to the reprogramming on (B)(6) 2021. Also, electrodes 6 and 7 were the only electrodes that were giving the patient helpful stimulation. The rep noted that the patient was unsure whether or not the ins had been in overdischarge before, but thought it was possible.